Event description:
During a medial meniscectomy utilizing a boxed incisor blade, 4.5, it was reported that when the shaver handpiece was removed from the patient and the burr exchanged for the incisor blade, there was unexpected noise when the device was tested and used. Surgery continued but stopped when the incisor blade completely snapped in two, leaving the distal end of blade (inner and outer tubes) inside patient's knee. The intended procedure abandoned as mini-open incision required to remove the metal tip of blade from patient's knee. The surgeon successfully removed both sections of the blade from the patient.

Manufacturer narrative:
Although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: (B)(4) boxed incisor blade, 4.5 devices; (B)(4) used and (B)(4) unused, were returned for the evaluation of a broken blade. The (B)(4) was observed to have been sheared off at the point where the blade begins its curve. Both inner and outer blades were sheared off completely. Examination of the outer blade material at the break point indicates that the material was stretched prior to fracture. The (B)(4) likely saw significant and repetitive loading during use as evidenced by the material elongation prior to fracture. No other dimensional nonconformance was observed. The (B)(4) was inspected dimensionally and found to be within design tolerance and rotated smoothly with no friction. No root cause related to the manufacture of the product can be determined. No further investigation is warranted at this time. (B)(4).